Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non us event. The consumer stated when she pulled the string of the tampon it came apart from the rest of the tampon, and when removing the rest of the tampon it came out in pieces.

Manufacturer narrative:
Corrections: date of event - changed from (B)(6) 2016 to (B)(6) 2016. Manufacturer name, city and state - was blank, added kimberly-clark staff address. Manufacturing site/address - was blank, added kimberly-clark staff address.